Event description:
Foley urine bag not emptied on patient; found bulging by physician on rounds. Concern about possible obstruction of flow. Patient cardiac catheterization procedure put on hold. 3100 ml emptied. No permanent injury noted in follow up.